Event description:
Customer reported via phone, the sensor needle snapped inside the serter. Customer's blood glucose was 6.3 mmol/l. Customer confirmed the needle was not stuck in the serter anymore, but the needle broke on the sensor. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.